Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. She experienced a high blood glucose level of 500 mg/dl. The customer moved her site but her blood glucose level continued to be high. She delivered a bolus through injection but her blood glucose level went up to 600 mg/dl. The high pressure test passed. The infusion set cannula was bent at an angle. The device was not returned.